Event description:
Procedure type: cholecystectomy. According to the reporter: three units were applied in the procedure. After the third instrument was applied the clip tore the cystic artery. The surgeon succeed to close the cystic artery, and the pt lost approximate of 800cc blood. After the cystic artery tear the surgeon held the vessel and used suction and used another device to complete the procedure. The clip appeared to be scissored. The surgeon used two other devices that didn't work well. The clips where removed. The case was extended by 45 - 60 minutes. There was unanticipated tissue loss. Pt status is fine.

Manufacturer narrative:
(B)(4).